Manufacturer narrative:
A replacement breast pump was sent to the customer. Attempts to contact the customer for follow up and the return of the original product are ongoing and incomplete. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 12/11/2015, the customer reported to medela customer service that she was experiencing low suction with her freestyle breast pump. At that time, she also reported that she had mastitis and she had just finished a ten day course of antibiotics prescribed by her physician.